Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned. After further investigation with the account and sales representative it was confirmed that the device belonging to this complaint has not been released from the account. The previous analysis sent for this report has been reconciled to another complaint. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a laparoscopic sigmoid procedure, the device lockout on the first firing. Surgeon closed jaws, failed to open upon attempt. Reverse button engaged. Jaws opened successfully. Reload was inspected for sled movement, appeared intact. Surgeon reinserted stapler, closed jaws, opened to ensure no lockout, closed again, fired. Stapler operated correctly. Blue load used on colon. Secure staple line. Subsequent firings stapler operated correctly. Second firing on mesentery (colon) white load used excessive bleeding at staple line, bovie used to obtain hemostasis. Third firing white load used on mesentery, excessive bleeding at staple line, bovie used along entire staple line to obtain hemostasis. Fourth firing mesentery changed to blue load. Some bleeding at staple line bovie used. No patient consequence.

Manufacturer narrative:
(B)(4). Incorrect cartridge size. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Mesentery. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Lock out initial closing. See notes. Yes subsequent firings. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Asku. The analysis results showed that one ple60a device was returned with no visual non-conformances and loaded with a 45 mm reload. The reload was noted to be unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. Please note that this condition is unrelated with the reported incident. The device was tested for functionality in the straight position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed, fired and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with four cartridge reloads present. The cartridges were received fully fired and in good visual condition. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. In addition the returned reload was disassembled to verify the condition of the internal components and no anomalies were noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.